Manufacturer narrative:
The reported event of over sensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found two external abrasions breaching the outer insulation and exposing the outer coil distal to suture sleeve tie impression. The cause of the reported event of over sensing noise was due to the exposure of the outer coil in the abrasion zone consistent with suture sleeve tie down forces.

Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing noise. Oversensing resulted in inappropriate mode switch. The lead was explanted and successfully replaced. During revision. The ventricular lead was dislodged. The lead was also exchanged. There were no patient consequences.